Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding around the driveline exit site could not be determined through this evaluation. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's wound vac was removed and noticed continued bleeding around driveline site. The patient returned to the hospital and the wound was packed with txa and gel thrombin. Cauterization on the wound was performed on (B)(6) 2019. The patient hemoglobin level was 13.4 on (B)(6) 2019 and the did not received any blood products. The patient was discharged on (B)(6) 2019 without further signs of bleeding. The patient was previously admitted on (B)(6) 2019 due to significant bleeding from driveline site.